Event description:
The ventilator stopped working for about 10 minutes while on a pt. The homecare agency also reported that the pt was transferred to a hosp and later expired, but it was not sure whether the death is related to the alleged incident. The homecare agency claims that the pt's family did not report any malfunction and it only learned about the alleged failure through hosp staff, to whom the pt's family had made some statements when the pt was being admitted.